Event description:
Went for a check up with the cardiologist- they advised the continuous loop monitor hasn't been working in over 3 weeks. The monitoring company didn't contact the cardiologist or the patient.